Manufacturer narrative:
There was a typo made to one of the lot number entries in the summary. Corrected entry: patient is a 62-year-old male who had an amds-55-55 (serial #/lot #: (B)(6). Implanted on (B)(6) 2023.

Manufacturer narrative:
Please note the hde number for this device - h230007. This event is related to a post-market clinical study "protect" and reported retrospectively. According to reports from the protect study, patient experienced a serious adverse event (sae). Amds 55-55, lot# c2460002j procedure date: (B)(6) 2023 serious adverse event - (sae2) microhemorrhage in brainstem date of amds implant ¿ (B)(6) 2023. Adverse event and other event sequence number: 2 event onset date ¿ 23nov2023 is the event ongoing? Yes was this event expected? No. Event ¿ cerebrovascular/neurologic , describe event ¿ microhemorrhage in brainstem, relation to amds device ¿ unlikely, relation to amds implant procedure ¿ possibly, did a pre-existing condition or the acute disease cause or contribute to the event? Yes, please specify pre-existing disease: debakey type a dissection. Serious adverse event did the event lead to a serious deterioration in health that resulted in any of the following: death, life-threatening illness or injury, permanent impairment of a body structure or function, in-patient hospitalization or prolonged existing hospitalization, medical or surgical intervention to prevent impairment of a body structure or function? Yes, in-patient hospitalization or prolonged existing hospitalization is the subject hospitalized due to this ae? Yes was the subject already in the hospital? Yes if existing hospitalization, what was the expected date of discharge? Unknown if hospitalized, date of discharge ¿ (B)(6) 2023 did device malfunction or deteriorate in characteristics or performance? No could this event have led to death or serious deterioration in health had suitable intervention not occurred? No did the subject exit the study? No was there any treatment for the event? Yes treatment related to event related ae #1 ¿ event: cerebrovascular/neurologic ¿ event onset date: 13nov2023 identify the type of treatment: medical was dialysis done? No is amds removed? No. This event is relegated to amds 55-55, lot# c2460002j for microhemorrhage in brainstem. Additional information regarding this event was received. The manufacturing records for amds 55-55, lot# c2460002j were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation non-conformances were noted and are not related to this event. A review of the available information was performed. Patient is a 62-year-old male who had an amds-55-55 (serial #/lot #: (B)(6) implanted on (B)(6) 2023. Adverse event # 2 reported as a cerebrovascular/neurologic event described as ¿microhemorrhage in brainstem¿, with an onset date of 23nov2023 documented as ongoing. The event was not expected. The study investigator deemed the event ¿unlikely¿ related to the device and ¿possibly ¿related to the amds implant procedure. Debakey type a dissection was identified as the pre-existing condition or acute disease that caused or contributed to the event. The event led to a serious adverse event due to ¿in-patient hospitalization or prolonged existing hospitalization¿. The patient was already in the hospitalized and treatment was provided for the event. The event outcome was not documented at the time of this report. The patient was discharged on (B)(6) 2023. The amds was not removed, and the patient remained in the study. The patient¿s medical record indicates the following history: anxiety disorder and regular alcohol consumption. CT images were provided for ae #2 (microhemorrhage in brainstem), however, the artivion reviewer noted the following: ¿the CT data available does not include images of the brain. It is therefore not possible to assess or confirm a microhemorrhage in brainstem based on the data available. No abnormalities are visible in the area of the implanted amds, nor in the aortic arch or at the branches of the head vessels.¿ no additional information is forthcoming. Upon completing a review of the available information, it is unknown whether the amds or index procedure contributed to the reported event. Of note ¿neurological complications and subsequent problems (e.g. Transient ischemic attack (tia), stroke, neuropathy)¿ and ¿hemorrhage/bleeding¿ are listed in the clinical evaluation report (cer) as potential adverse events. There were no reports of device malfunction or deterioration that may have led to the event and the device remained implanted. Artivion device inspection and lot history records confirmed device test acceptance and approval. Health impacts and clinical signs for this and other patients treated with amds will continue to be monitored to ensure benefits associated with the use of the device outweigh the risks. No actions are required at this time. A complaint and recall query was performed for amds 55-55, lot# c2460002j to identify previously reported complaints or recalls associated with this lot number. One complaint (B)(4) was identified for this lot number and is related to the patient. No recalls were identified for this lot number. Based on the available information, a definitive root cause for this event cannot be determined. The manufacturing records were reviewed, and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. This event does not identify additional hazards or modify the probability and severity of existing hazards. There is no indication that an error or deficiency occurred at artivion ¿ formerly cryolife/jotec and the IFU adequately communicates risk. This complaint was reviewed for a CAPA evaluation and a CAPA is not warranted at this time. Artivion will continue to monitor similar complaints to determine if additional actions are warranted; however, at this time no further actions are necessary. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion ¿ formerly cryolife/jotec is accurate or has been confirmed by artivion ¿ formerly cryolife/jotec.

Event description:
This event is related to a post-market clinical study "protect" and reported retrospectively. According to reports from the protect study, patient experienced a serious adverse event (sae). Amds 55-55, lot# pending. Procedure date: (B)(6) 2023. Serious adverse event - (sae2) microhemorrhage in brainstem. Date of amds implant ¿ (B)(6) 2023. Adverse event and other event sequence number: 2. Event onset date ¿ (B)(6) 2023. Is the event ongoing? Yes. Was this event expected? No. Event ¿ cerebrovascular/neurologic. Describe event ¿ microhemorrhage in brainstem. Relation to amds device ¿ unlikely. Relation to amds implant procedure ¿ possibly. Did a pre-existing condition or the acute disease cause or contribute to the event? Yes. Please specify pre-existing disease: debakey type a dissection. Serious adverse event did the event lead to a serious deterioration in health that resulted in any of the following: death, life-threatening illness or injury, permanent impairment of a body structure or function, in-patient hospitalization or prolonged existing hospitalization, medical or surgical intervention to prevent impairment of a body structure or function? Yes, in-patient hospitalization or prolonged existing hospitalization . Is the subject hospitalized due to this ae? Yes. Was the subject already in the hospital? Yes. If existing hospitalization, what was the expected date of discharge? Unknown. If hospitalized, date of discharge ¿ (B)(6) 2023. Did device malfunction or deteriorate in characteristics or performance? No. Could this event have led to death or serious deterioration in health had suitable intervention not occurred? No. Did the subject exit the study? No. Was there any treatment for the event? Yes. Treatment related to event related ae #1 ¿ event: cerebrovascular/neurologic ¿ event onset date: (B)(6) 2023. Identify the type of treatment: medical. Was dialysis done? No. Is amds removed? No. This event is relegated to amds 55-55, lot# pending for microhemorrhage in brainstem.

Manufacturer narrative:
Please note the hde number for this device - h230007. This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion ¿ formerly cryolife/jotec is accurate or has been confirmed by artivion ¿ formerly cryolife/jotec.